Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Reference manufacturer report number: 2032227-2014-61115.

Event description:
It was reported the customer had air bubbles in their reservoir. The customer stated the air bubbles were champagne size. Customer's blood glucose was 323 mg/dl. The customer had treated their blood glucose with the insulin pump. It was also found the customer had changed out their reservoir. Customer was advised to call back when the air bubbles occus to troubleshoot and test for leaks. No additional information provided.